Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level was as high as 120mg/dl, and as low as 30mg/dl. The customer states their levels had dropped as low as 34mg/dl. The customer treated lows with food. It was reported that the customer's infusion set had fallen off at school, and the mother picked up the customer from school and changed out the set. The call was dropped and the customer was not able to be reached during call back.